Event description:
Complainant alleged that during functional testing, the device charged energy when the memory card was erased. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device evaluation: the device was returned to zoll medical (B)(4)'s service department and the customer's report was not replicated or confirmed. The unit was tested under extreme conditions and passed successfully. The device passed the final test procedure successfully, was recertified, and returned to the customer. The clinical data was not available for review as part of the investigation. Analysis for reports of this type has not identified an increase in trend.